Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 6116002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's concurrent conditions included uterine neoplasm, leiomyomanos, fibroids, change of bowel habit and bleeding menstrual heavy. In (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (robotic total laproscopic hysterectomy with salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved and the vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs previously date(s) of insertion was reported: (B)(6) 2002, now in current pfs date(s) of insertion : (B)(6) 2003. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 6116002-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's concurrent conditions included uterine neoplasm, leiomyoma nos, fibroids, change of bowel habit and bleeding menstrual heavy. In (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (robotic total laproscopic hysterectomy with salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved and the vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs previously date(s) of insertion was reported: (B)(6)2002, now in current pfs date(s) of insertion : (B)(6) 2003. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, menorrhagia, pelvic pain. Lot number reported (6116002) is not valid. Most recent follow-up information incorporated above includes: on (B)(6)2019 : update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's concurrent conditions included uterine neoplasm, leiomyoma, fibroids, change of bowel habit and bleeding menstrual heavy. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved and the vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs previously date(s) of insertion was reported: (B)(6) 2002, now in current pfs date(s) of insertion: (B)(6) 2003. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs & mr received. Case upgraded due to specified events. Reporter's information was added. Patient's demographics added. Date of removal of suspect drug was added. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) dyspareunia (painful sexual intercourse), pelvic pain. Updated outcome of events. Updated onset date of events. Concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report